Manufacturer narrative:
D4 and h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patients failed to transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server failed to transfer patient details. The technical support specialist (tss) dialed into the server and station to investigate errors related to admission, discharge, transfer (adt) message processing. The issue was caused by missing prior patient records for the epic silo. After restarting the server, the issue was resolved, and station communication was restored. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patients failed to transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.